Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where multiple cubies were not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket of the half-height auxiliary drawer was not appeared on the storage space configuration. A field service engineer found that the rowtray d contained a 1x2 cubie in the first slot, which could not be released due to a malfunctioned muscle wire. The cubie was forcibly released and the row tray was subsequently replaced. An inspection of the remaining rowtrays revealed no issues with the muscle wires. All rowtray connections, including those at the controller board, were reseated.the device was then rebooted, ensuring that the cubie pocket previously identified as faulty was accurately recognized in the storage space configuration. The system functioned as intended after the field service engineer troubleshooted the device.